Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation and photos were provided for review. Therefore, the investigation is confirmed for material separation and material split, cut or torn and it is inconclusive for device-device incompatibility. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. The catalog number identified in has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code for the crosser cto recanalization catheters products are identified in procode.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model cre14s recanalization catheter allegedly device-device incompatibility, material separation and material split cut or torn. The information was received from a single source. This malfunction did not involve a patient as there was no patient contact. A (B)(6) years old male patient weighs (B)(6) kgs.